Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported a false negative reaction for a patient sample known to have anti-c using surgiscreen lot #3ss755 diluted to 0.8%. Customer initially performed testing with 0.8% selectogen lot #vs678 and obtained a negative result. As this result was discrepant with the patient history, the customer tested the sample with diluted surgiscreen lot #3ss755 and also obtained a negative result. The customer then tested the sample with 0.8% resolve panel a and 0.8% resolve panel b, obtaining negative results in both cases. On (B)(6) 2013, the patient was admitted to the customer¿s site, (B)(6) , for the 1st time. Pre-op antibody research was requested on (B)(6) 2013. A negative result was obtained. Customer was aware of the patient history and the anti-c, so customer followed up the initial result with resolve panel a (cell #3, #4 and #5) and resolve panel b (cell #12, #13, #15). The results were negative. The customer reported the negative result to the clinician but also advised about the anti-c per patient history. Customer requested another specimen on (B)(6) 2013 and repeated testing with 0.8% selectogen lot #vs678. Results were negative. Customer reported freezing a part of this specimen and sending to other site, csss de laval, on (B)(6) 2013. The other site, csss de laval, identified anti-c on this sample: 2+ (immucor solid-phase technology / capture technology). Patient was transfused on (B)(6) 2013 with 3 units of packed red cells and 2 plasma and received another unit of packed red cell on (B)(6) 2013. Patient was transfused with c and e negative blood; no harm to the patient. Customer performed testing with surgiscreen lot #3ss755 and seraclone, lot# 2249081-00, exp: 02/28/2014 to check the reactivity of the c antigen. As expected, a negative reaction with cell 1, 4+ reaction with cell 2 and 4+ reaction with cell 3. In addition, the customer was requested to retest in manual gel with an extended incubation time of 40min to determine if reactivity of the anti-c could be enhanced. Customer performed this testing with the surgiscreen lot #3ss755 diluted to 0.8%; all three cells gave a negative result.